Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, (B)(4) on the 19th october 2016. The history log showed the pad-pak was first installed on 6th march 2017 passing an auto-self test. No further log entries were recorded. The device was disassembled to investigate and upon inspection the membrane tail was found to have been installed to the extreme left of the connector

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch on.